Manufacturer narrative:
The lot number of the device is unknown. The device has not yet been received for complaint evaluation. A supplemental report will be filed when the device is received and evaluated.

Event description:
Per the information provided, during a shoulder tenotomy the sound of the device changed. The doctor removed the microtip from the patient and needle remained in the shoulder. The doctor removed the needle by hand. Another microtip was obtained and the procedure was completed without further incident. The patient is reported as being fine with the exception of bruising.

Manufacturer narrative:
We have received the device (tx microtip/handpiece) for evaluation and testing to verify the reported complaint of broken needle. Visual inspection of the returned device (tx microtip) confirmed the broken needle. The needle had separated at the braze joint which is the highest stress point along the length of the needle. There was no indication of damage to the sheath or contact with hard tissue. Due to the state in which the device was received, functional testing could not be performed. We have tested the tx microtips under simulated use conditions and were unable to duplicate the same failure mode (broken needle) when the correct axial motion/ technique is utilized. The cause is likely material fatigue associated with and/or being caused by use error such as applying non-axial motion/technique. We have updated the product bulletin (mkt227) including cautions and instructions related to the use of the tx microtip to mitigate future needle breaks.